Event description:
In 2008, the patient reported that the display of his infusion device is missing segments and the numbers are not legible. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.